Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure, the device was difficult to remove from anal canal. When finally removed, it became evident that the device had only stapled and cut half circumferentially. The result was more than usual blood loss managed with suturing. The procedure was extended by 45 minutes.